Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from two patient samples tested on the cobas pure e 402 analytical unit. Patient sample 1: the initial result was 4.05 miu/ml. The repeat result was 39.2 miu/ml. Patient sample 2: the initial result from the analyzer was 25.9 miu/ml. The repeat result from a cobas c 601 was 6.99 miu/ml. The repeat result from the analyzer was <3 miu/ml.

Manufacturer narrative:
The investigation reviewed the calibration, qc data, alarm trace, instrument log and preanalytical handling data: the calibration data shows an alarm that indicates calibrator handling issues. The qc results are within the specified ranges. The alarm trace has multiple sample clot alarms over the last 30 days, indicating sample handling issues. The instrument log shows contamination in the pipetting stations, and several deionized water supply errors occurred around the date of event. The preanalytical handling data shows that the patient sample tube was not inverted, the tube manufacturer specified 5 to 6 inversions; the patient sample was coagulated for 10 minutes, the tube manufacturer specified 30-60 minute coagulation time; the patient sample was centrifuged for 5 minutes at 5000 rpm, the tube manufacturer specifies a centrifugation time of 10 minutes at max 1300 g (up to 2000g). The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.